Event description:
(B)(4). An additional note, I have horrible dental problems and have been going in to debt just to keep my teeth that were perfectly healthy pre-essure. I have lost one tooth already, and have had two root canals, one that had to be treated with three different antibiotics.

Event description:
(B)(4). In addition to those above side effects, it is important to note that I also have constant pain, which in addition to the other side effects, has severely diminished my quality of life. I feel I was cut down in the prime of my life. I had a promising career beginning in the it sector, but lost my job because I had seizures and hemorrhaged at work and was sick more than I was well. I can barely function anymore, and my children do not have the mother they once had or deserved. It is unfair that at (B)(6) years old, my parents still have to help me do basic things because I have too many health issues. I can't keep a job because I require too much time off and am sick too often. So I am stuck trying to survive on disability. I am a very strong person, but I have considered multiple times ending my life because I am tired of constant pain and the inability to do things as I once did. It's not right.

Event description:
(B)(4). Supplemental report filed as well to show I had to have a hysterectomy (B)(6) 2016.

Event description:
(B)(4). Seizures, blood clot in lung, excessive bleeding, hair loss, muscle spasms, joint gave out, broken bone, constant fatigue, frequent bladder infection, many other issues.